Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed noise oversensing and failure to capture on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to explant and replace the rv lead. The patient was in stable condition.